Manufacturer narrative:
Pump: serial: (B)(4), catalog:1103, expiration date: 06/30/2017, manufacturing date: 06/30/2015. (B)(4). Hvad pump (B)(4) was not returned to heartware for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing records confirmed that the pump met all requirements for release. Review of the controller log files revealed 8 suction alarms, 44 low flow alarms, 1 vad stopped alarm and 3 vad disconnect alarms recorded since (B)(6) 2015. A controller power up event was recorded on (B)(6) 2015 indicating that the controller had been without power for at most approximately 6 minutes. Approximately 7 minutes later there was a vad stopped alarm of type sys_motor_start_failed indicating that the controller had failed to restart after 30 attempts. After the vad stopped alarm there are three vad stopped alarms, two of which occurred immediately after a controller power up indicating the controller was powered up without the driveline connected. Analysis of the controller revealed that the device met specifications; the controller passed visual inspection and functional testing. Based on the investigation conducted, the most likely root cause cannot be conclusively determined. Heartware has opened an internal investigation to further evaluate issues relating to pumps failing to restart. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 09/27/2015, dated through (B)(6) 2015: normal power consumption. Additional notes: 8 suction alarms have been logged since (B)(6) 2015; 44 low flow alarms have been logged since (B)(6) 2015; 3 vad disconnect alarms have been logged on (B)(4) at the following times on (B)(6) 2015 at 12:04:47, 12:06:06, and 12:08:43. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while still hospitalized post hvad implantation this patient reported feeling "rumblings in his chest". Waveforms were "not much visible" according to the patient's family with pump power greater than 25 watts and flows 640 rpm. The controller was exchanged and the patient's speed was adjusted to 2300 rpm. Pump parameters returned to baseline and the patient's symptoms resolved. When the site reviewed the alarm history of the log files several "vad stop" alarms were noted but there had been no audible or visual controller alarms. The patient was discharged on (B)(6) to inpatient rehabilitation. He continues to have asymptomatic suction events. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller operated as expected during bench testing. The audio alarms were normal when provoked at the bench. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.